Event description:
The customer reported that the sys stopped making x-rays. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. It was recommended that the interconnect cable be replaced. At this time, the customer has refused the repair.